Event description:
It was reported that on (B)(6) 2022, during post-op event bilateral revision of femur fixation done due to non-union and mal reduction. There was a patient consequence. On the right side there was the removal of four (4) screws from a plate, compression application and re-insertion of new screws into existing plate was done. On the left side there was removal of retrograde femoral nail with three (3) screws and new implantation of nail with compression plating was done. One screw was broken. This report is for one (1) unk - screws: trauma. This is report 3 of 4 for complaint.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: photo investigation: the device was not returned. A photo-investigation was performed on the images visual analysis of the photo revealed that there was no damage or defects with the unk - screws: trauma. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Conclusion: the complaint condition is not being confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.